Event description:
The operator discontinued three routine hemodialysis treatments between (B)(6) 2011 and (B)(6) 2011 without performing rinseback resulting in an estimated blood loss of 190cc for each treatment. The first event occurred after the operator failed to clamp the saline lines or failed to fully occlude the lines with the clamps, which introduced air into the cartridge. Epogen dosing was increased from 20,000 units every other week to 20,000 units weekly. Two add'l treatments were discontinued without performing rinseback due to issues with the pt's access. The pt was instructed to take an extra dose of 10,000 units of epogen. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The operator either failed to clamp the saline line or failed to fully occlude the lines with the clamps. Issues with the pt's access are not considered device related. The user guide includes instructions for performing manual rinse back of the pt's blood when trained and instructed by the facility. Add'l training has been provided to the operator. Nxstage medical considers this report closed. No add'l info will be provided.